Event description:
A crf was received and the site reported that the patient was experiencing "excessive knee pain" op-site. The site notes that "post tka, right knee pain with prolonged ambulation". The site considered this event "moderate" but did not indicate whether it was related to device. The patient was treated with ibuprofen (600mg) on (B) (6) 2009 and a bone scan, but no date was provided. The event was considered resolved as of (B) (6) 2009. The site also notes that "pain completely resolved in right knee".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information, including x-rays and medical records, was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.